Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-03092. It was reported the patient experienced ineffective therapy in their right pns region (off-label use) approximately a month ago. Subsequently, x-rays confirmed migration of the right supraorbital lead. Reprogramming was unable to provide resolution. As a result, surgical intervention is pending as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-03092. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the right supraorbital lead was repositioned back into the epidural space without complications. Postoperatively, effective therapy was restored to the right supraorbital lead.